Event description:
On 05/20/2026, a healthcare professional reported that the hahn tapered implant failed. The patient's bone type is iii or IV, and their oral hygiene is fair. The patient presented on (B)(6) 2026 for a primary procedure on an unknown tooth. The patient returned on (B)(6) 2026 with complaints of inflammation, within three weeks of implant placement. The patient came in with maxillary left facial swelling. Upon examination, the provider noted infection and that the implant failed to osseointegrate. The device was removed on (B)(6) 2026. The symptoms resolved after the implant removal. The patient did not require any additional medical/surgical procedures, and no permanent injuries were reported.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4).